Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change, loss time settings and the insulin pump bolus history due to connector on the interface board leaking voltage. The insulin pump was downloaded to carelink and the data was found from (B)(6). All of the bolus deliveries were found at the carelink report during testing. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The device was received with cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call history anomaly and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Nurse advised they were short on time and unable to troubleshoot the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.